Event description:
It was reported that the patient underwent an unspecified procedure. The flex arm would not stay fixed. It was reported the surgical time had been extended because of the incident. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.